Event description:
It was reported that a patient presented remotely via merlin. Net, the right atrial (ra) lead exhibited far-r over sensing and led to inappropriate mode switch. The post-ventricular atrial blanking (pvab) was reprogrammed to cover the over sensing. No patient symptom was reported.